Event description:
Patient was implanted with monarc sling on (B) (6) 2008. The physician reported vaginal erosion at 1 month follow-up. No further information obtained, no response from physician (2 attempts).

Manufacturer narrative:
The occurrence of the event is included in the adverse event section of the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported. Serial number not provided for lot history review. No physician evaluation available. Two attempts were made to contact the physician without a response.